Event description:
A cracked or shattered touchscreen on the pump was reported by the caller, and the damage was confirmed beneath the screen protector, making the touchscreen illegible and unusable. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed to use an alternate method of insulin delivery to prevent interruption. Additionally, the customer was guided on how to put the defective pump into storage mode and understood the procedure for returning it with a pre-paid label within ten days.